Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon evaluation, there were broken solder connections at the c19 high voltage capacitor. The cause of the broken solder connections is insufficient application of epoxy and mechanical shock from physical impact. The root cause of the insufficient application of epoxy is a manufacturing error. An internal corrective action was initiated for this error. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was resetting.